Manufacturer narrative:
The investigation of the returned coil system found the implant deformed and separated from the pusher with the monofilament exposed; however, no indications of thermal activation using a detachment controller were found on the pusher heater coil. Further inspection found the exposed monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant deformity, but this condition is consistent with the device experiencing forces exceeding the implant's yield strength. The microcatheter used in the procedure was found to be in good condition and would not have caused or contributed to the reported complaint.

Event description:
No new event information received.

Event description:
As reported: dr. Advanced the 1st coil for the procedure into the progreat microcatheter. As he advanced the coil, it was noted that the coil did not move as he moved the pusher wire. The coil had prematurely/spontaneously detached in the microcatheter. Unable to retrieve the coil out of progreat as it was not tethered to the pusher wire anymore. The progreat was removed completely from the patient. The whole coil was advanced out of the progreat on the sterile table. The progreat was reintroduced into the patient and the aneurysm; subsequent coils were used without issue. There was no known affect to the patient.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.